Manufacturer narrative:
The customer reported leak near pump, and returned one used sample of material 2420-0007, lot unknown. Upon initial visual examination, the upper fitment silicon pumping segment had a tear around half of the tubing, and the complaint was verified. The root cause for the issue is not related to manufacturing. The root cause is potentially related to clinical techniques with loading the tubing. A member of our team should have reached out. Reported lot is unknown. Possible lots run from smart site ID. Device history record review for model 2420-0007 lot numbers 24045503, 24045480, 24045504, 24045513 was performed. The search showed that a total of (B)(6) units in all 4 lot numbers were built on 23apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: details: infusing ringers lactate. The nurse noticed the fluid leaking around the IV pump during patient rounds. Patient was confused and therefore did not notify the rn (thought it was raining in the room). Rn inspected tubing and found break in line as shown in photo below.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed